Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain one day post-op. Chest x-ray demonstrated no change in position of either the right atrial (ra) or right ventricular (rv) leads; however, both were repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.